Event description:
It was reported that when they placed a foley catheter in the patient and injected sterile water, there was strong resistance, and when they tried to remove the water, there was also strong resistance.

Manufacturer narrative:
The reported event is unconfirmed. Visual: received 1 silicone foley catheter. Using in house straight tip syringe to inflate catheter encountered strong resistance when inflating however balloon deflated passively with no difficulties no external force was applied to deflate catheter. However, asymmetrical balloon was observed during sample evaluation. Therefore complaint was opened to capture this. Also received 3 photo samples. First photo sample shows overview of catheter. Second photo sample zooms in on cap. Third photo sample zooms in on end of catheter with deflated balloon. Based on the physical sample received the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. A DHR reviews are not required as the reported event is unconfirmed. The labelling review is not required as the reported event is unconfirmed. Correction: d,e,g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that when they placed a foley catheter in the patient and injected sterile water, there was strong resistance, and when they tried to remove the water, there was also strong resistance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.